Event description:
A report was rec'd that the pt is unable to charge his implant out of hibernation. A bsn sales rep confirmed that the pt's ipg is not working, but the pt doesn't want to take any further course of action.